Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the 45 degrees tortuosity and mildly calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and when pushed harder, the distal struts were damaged. The device was removed and the procedure was not completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the 45 degrees tortuosity and mildly calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and when pushed harder, the distal struts were damaged. The device was removed and the procedure was not completed. There were no patient complications reported and the patient status was stable.